Event description:
Information reported from literature review stated that the impella cp was removed without resistance while confirming the site of stenosis in the common iliac artery under fluoroscopy. However, immediately after removal, there was no detectable pulse in the femoral artery, raising suspicion of thrombotic occlusion based on the findings. Angiography showed complete thrombotic occlusion of the right external iliac artery, necessitating surgical thrombectomy. Postoperatively, the dorsalis pedis artery was improved. The patient's outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 first name and last name are unknown. H.4 device manufacture date is unknown.